Manufacturer narrative:
Product evaluation:failure analysis for fiber (B)(4):the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion.based on the analysis above, the potential for forward firing may exist.probable root cause:based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported.